Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that patient was treated for a left femoral fracture on an unknown date in (B)(6) 2017. In (B)(6) 2019, the patient underwent revision for a pseudarthrosis of the left femur with osteosynthesis by locked plate and graft. On (B)(6), 2019, the patient felt pain and creaking without any trigger factor. It was determined the plate had broken and the patient experienced a femur fracture. Patient underwent surgery on (B)(6) 2019 with ablation of the device plus nailing and graft. Concomitant devices: locking screws (part: unknown, lot: unknown, quantity: unknown). This report is for a 4.5mm titanium (ti) broad locking compression plate (lcp)®. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: an updated product investigation was completed: from the patient¿s history they are dealing with a complex femoral shaft fracture that has become a persistent nonunion/ pseudarthrosis. The x-rays show the traces and at least one fragment of the original nail construct from. The photographs of the plate pieces indicate that the fracture initiated on the tension (lateral) side of the plate. This is evidenced by the series of step like serrations visible near the upper right corner of the broken plate. The remaining serration/ step free fracture surface extends to the anodized underside of the plate. Where the fracture surface meets the bottom surface of the plate. Burrs can been seen curling away from the anodized surface indicating where the fracture line broke the plate into two pieces. What initiated the fracture is not visible from the photos. However, a critical point is that the plate and screws are not from the same company and are not designed to be used together. Mixing implants is off label use and could be a contributing cause for this plate failure. Differences in the shape, size, tolerance and materials between the two devices could result in damage from interference in geometry between plate and screw and galvanic corrosion can occur with dissimilar metals. Furthermore, there is the potential that a non-synthes drill bit or other instruments were used to insert the non-synthes screws. These could have damaged the plate during the initial surgery since the two systems are not designed to be used together. Any of the above factors if present has the potential to significantly reduce the strength of the construct. A compromised construct of mixed manufactures products is a suboptimal solution for a patient dealing with potential comorbidities and challenges in healing. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event. Original implant date was (B)(6) 2019, revision procedure and explant of devices was (B)(6) 2019. Associated screws were a competitors product.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product was not returned. Reviewing attached picture, the breakage of the plate can be confirmed. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 426.601, lot: 4l87452, manufacturing site: grenchen, release to warehouse date: june 4 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the plate in question is broken at the 5th hole. The complaint part has traces of use such as several scratches on the surface. Furthermore, around the breakage point there are several abrasions and damages on the surface within the holes. The laser marking is readable. Dimensional inspection: feature: plate width drawing caliper: 3-01-19788 dimension drawing: 17.5 ± 0.2 mm dimension measured: 17.58 mm result: pass. Feature: plate thickness drawing caliper: 3-01-19788 dimension drawing: 5.2 +0.1/ -0.2 mm dimension measured: 5.29 mm result: pass. Feature: hole (near breakage point) drawing caliper: 3-01-19788 dimension drawing: 5.5 ±0.1 mm dimension measured: 5.52 mm result: pass. Document/specification review: a manufacturing record evaluation was performed for the affected lot, where no non-conformances, abnormalities nor deviations were identified which could lead to the complaint failure. Summary: the complaint is rated as confirmed, since the received pictures and the received complaint condition confirms the breakage. The for the complaint relevant dimensions were checked as far as possible and found to be within specifications. This lot of 20 pieces was manufactured in june 2019 and we are not aware of any other complaint for this part- and lot number combination. This and the findings above let us exclude a manufacturing related issue. Based on the provided information we are not able to determine the exact cause of this breakage. We can only assume that any occurrence during the healing process, e.g. Non-union, delayed union, mal-union, overloading of the osteosynthesis or a combination of different factors, did lead to a fatigue failure. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Investigation summary: reviewing attached picture, the breakage of the plate can be confirmed. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.